Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient collapsed while on the cycler 31 minutes into treatment and patient was not able to be revived. The patient expired at the hospital. The patient's pdrn confirmed the patient's passing. Per the pdrn, the patient was an (B)(6) female.the patient began peritoneal dialysis on (B)(6) 2015 with a prior treatment modality of hemodialysis starting in 2012. The rn could not provide any co-morbid conditions. The rn indicated the patient did not have any history of myocardial infarction or coronary artery disease - and could not provide any relevant medications. Date of death taken as on (B)(6) 2017.

Manufacturer narrative:
There conflicting information as to if a temporal relationship exist between the patient¿s collapse, cardiopulmonary arrest and the liberty cycler. As the pd nurse reported the patient was 31 minutes into the ccpd treatment, but, the medical records received from the ER states the patient collapsed prior to husband starting the ccpd treatment for the patient. There is no documentation supporting a causal relationship between the liberty cycler and the patients¿ adverse event of collapse and subsequent cardiopulmonary arrest. The patient was successfully resuscitated with acls measures. However, at some point after the resuscitation efforts the decision was made to switch to comfort care measures and the patient expired. The immediate cause of death was cardiopulmonary arrest - due to or as a consequence of esrd on pd and type ii diabetes mellitus. Manner of death - natural. No autopsy performed. There has been no allegation of device malfunction or that the liberty cycler did not perform as expected.

Event description:
A peritoneal dialysis patient's nurse reported that the patient collapsed while on the cycler 31 minutes into treatment and patient was not able to be revived. The patient expired at the hospital. The patient's pdrn confirmed the patient's passing. Per the pdrn, the patient was an (B)(6) year old female. The patient began peritoneal dialysis on (B)(6) 2015 with a prior treatment modality of hemodialysis starting in 2012. The rn could not provide any co-morbid conditions. The rn indicated the patient did not have any history of myocardial infarction or coronary artery disease - and could not provide any relevant medications. Date of death taken as on (B)(6) 2017.

Manufacturer narrative:
Updated to reflect correct event date.

Event description:
A peritoneal dialysis patient's nurse reported that the patient collapsed while on the cycler 31 minutes into treatment and patient was not able to be revived. The patient expired at the hospital. The patient's pdrn confirmed the patient's passing. Per the pdrn, the patient was an (B)(6) female.the patient began peritoneal dialysis on (B)(6) 2015 with a prior treatment modality of hemodialysis starting in 2012. The rn could not provide any co-morbid conditions. The rn indicated the patient did not have any history of myocardial infarction or coronary artery disease - and could not provide any relevant medications. Date of death taken as on (B)(6) 2017.